Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported an implant disengaged from the mount during transportation into patient´s mouth. Procedure was completed with an implant tsv4b10. No impact on the patient reported. Patient with bone type: iii.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) tsx41b10, (tsx implant, 4.1mmd, 10mml) for evaluation. Visual evaluation and a functional test were performed, the returned implant has minor signs of use and was identified as reported. The implants bundled alignment pin engaged and disengaged form the implant as intended. The customer also returned a fmt4 mount however, no malfunction was identified, or with the tsx41b10 implant. The fmt4 was recorded as a concomitant medical product. Device history record (DHR) review was completed for the subject lot number 2120014739. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120014739 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. The implant wasn¿t transferred from sterile environment to patient in accordance with IFU. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.